Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and partially erased blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 369,063 joules it was noted that the "fiber continues to overheat after being cleaned". The fiber was exchanged. At 64,792 joules it was noted that the second fiber "continues to over heat". The second fiber was exchanged and the procedure was completed with a third fiber at 75,479 joules. The tips of all three fibers were cleaned during the procedure. Patient outcome: "ok" reported. This report is for the second fiber.